Manufacturer narrative:
Alleged failure: sdc was cycling power on its own. [Update] -the device kept rebooting, causing a full loss of image. The device stayed in the rebooting cycle and could not be used to complete the procedure, so a replacement mobile tower was brought in to complete the case. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to a hard drive failure and/or software failure. Swapping out the hard drive with a known good fixture fixed the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was full loss of image.

Event description:
It was reported that there was full loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.